Event description:
It was reported by service report that the motion interrupt pan had a crack on one of the mount holes. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: motion interrupt pan was damaged and with one of the mount holes cracked.